Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to high thresholds. It was also reported that during the lv lead replacement procedure, the lead would not advance as far into the target vessel as the physician wanted. Another lv lead was successfully implanted in a different target vessel. No patient complications have been reported as a result of this event.